Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the tip of the craniotome attachment device was damaged. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the tip being damaged was confirmed. An assessment was performed on the device which found that the tip was bent / fractured. It was determined that due to the direction in which the tip was bent / fractured it is consistent with allowing the tip to come into contact with a hard surface. The assignable root cause was determined to be component damage caused by misuse, abuse, and possible user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.